Manufacturer narrative:
(B)(4) - initial (B)(4) issued mfg report #1525712-2011-00537. The component, joystick model #1136938, serial number (B)(4) was returned for evaluation. Product was approximately 7 months old at time of incident. The joystick had impact damage. The joystick also had a foreign substance on and inside it. This contamination (e.g. Liquid or other conductive material) could cause unpredictable commands from the joystick. This condition might be resolved by the drying out of the components over time. The joystick was functionally tested and no discrepancies were observed. Manufacturer views this incident as abuse/lack of maintenance. RMA (B)(4) has been issued for the returned of the device. The user manual part number 1143151 rev h (jul-10) was issued with the release of this device. On page 47 of the users manual it states: "the joystick has proportional drive control, meaning that the further the joystick is pushed from the upright (neutral) position, the faster the wheelchair or seat moves. Your top speed, however, is limited by the programmed settings. To slow the wheelchair to a stop, simply release the joystick. The wheelchair has automatic speed and direction compensation to minimize corrections. It is unknown if the consumer has fully read and understands the users manual. On page 11 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the consumer has made any adjustments to the device. On page 12 the following warning is provided: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." An additional "set-up" warning is provided on page 20 and it states: "warning - after the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." It is unknown if the consumer was using the seat positioning strap at the time of the incident. The following warning is provided on page 24: "warning - the seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress." The condition of the joystick is unknown. The following warnings are provided on page 25: "warning "do not use with a broken or missing joystick knob." "Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish." "Do not use if joystick boot is torn or damaged." It is unknown if the joystick has been exposed to any moisture hat may have affected the joystick. On page 32 the following warnings are provided: "warning - avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Invacare has tested its power wheelchairs in accordance with iso 7176 "rain test." This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. "Do not leave power wheelchair in a rain storm of any kind." "Do not use power wheelchair in a shower." "Do not leave power wheelchair in a damp area for any length of time." "Direct exposure to rain or dampness will cause the wheelchair to malfunction electrically and mechanically; may cause the wheelchair to prematurely rust or may damage the upholstery." "Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times." "Do not use if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately" it is unknown if there was any emi interference that may have affected the joystick performance. On page 35 the following warnings are provided: "warning -" "do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on;" "be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them;" "if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe;" "be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and" "report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby. Important information." "20 volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection);" "this device has been tested to a radiated immunity level of 20 volts per meter." "The immunity level of the product is unknown." "Modification of any kind to the electronics of this scooter as manufactured by invacare may adversely affect the emi immunity levels." It is unknown if the joystick was loose. The following warning is provided on page 42: "warning - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result. Set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur under these circumstances."

Manufacturer narrative:
RMA (B)(4) has been issued for the returned of the device. The user manual part number 1143151 rev h (jul-10) was issued with the release of this device. On page 47 of the users manual it states: "the joystick has proportional drive control, meaning that the further the joystick is pushed from the upright (neutral) position, the faster the wheelchair or seat moves. Your top speed, however, is limited by the programmed settings. To slow the wheelchair to a stop, simply release the joystick. The wheelchair has automatic speed and direction compensation to minimize corrections. It is unknown if the consumer has fully read and understands the users manual. On page 11 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the consumer has made any adjustments to the device. On page 12 the following warning is provided: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." An additional "set-up" warning is provided on page 20 and it states: "warning - after the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." It is unknown if the consumer was using the seat positioning strap at the time of the incident. The following warning is provided on page 24: "warning - the seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress." The condition of the joystick is unknown. The following warnings are provided on page 25: "warning: "do not use with a broken or missing joystick knob." "Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish." "Do not use if joystick boot is torn or damaged." It is unknown if the joystick has been exposed to any moisture hat may have affected the joystick. On page 32 the following warnings are provided: "warning - avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Invacare has tested its power wheelchairs in accordance with iso 7176 "rain test." This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. "Do not leave power wheelchair in a rain storm of any kind." "Do not use power wheelchair in a shower." "Do not leave power wheelchair in a damp area for any length of time." "Direct exposure to rain or dampness will cause the wheelchair to malfunction electrically and mechanically; may cause the wheelchair to prematurely rust or may damage the upholstery." "Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times." "Do not use if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately." It is unknown if there was any emi interference that may have affected the joystick performance. On page 35 the following warnings are provided: "warning -" "do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on;" "be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them;" "if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe;" "be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and" "report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby. Important information:" "20 volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection);" "this device has been tested to a radiated immunity level of 20 volts per meter." "The immunity level of the product is unknown." "Modification of any kind to the electronics of this scooter as manufactured by invacare may adversely affect the emi immunity levels." It is unknown if the joystick was loose. The following warning is provided on page 42: "warning - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result. Set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur under these circumstances."

Event description:
The consumer alleges when she lets go of the joystick, the chair continues to drive. No injury is alleged.

Event description:
The consumer alleges when she lets go of the joystick, the chair continues to drive. No injury is alleged.